Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 15mm, diameter 3mm, was intended to treat a lesion in a pt. It was reported that an mi occurred during the procedure. The 90% stenosed lesion was located in the cx. The vessel was reported to be moderately tortuous, with moderate calcification. The lesion was pre-dilated to 14 atms with a 2.0 x 12 mm other brand balloon. Info received from the field, confirmed that the stent had not been inspected prior to use. It was reported that the endeavor sprint stent could not be advanced through the lesion due to the vessel tortuousity. Cardiac arrest occurred and the pt was sent to the intensive care unit. The device was returned to medtronic for eval. The undamaged stent was positioned on the balloon between the inner shaft markers and the balloon pillows. Blood residue was evident between the balloon folds and along the distal shaft. No further damage was noted. Procedural images have not been provided for review.

Manufacturer narrative:
Eval results: mi, failure to deliver stent, 90% stenosis, moderate tortuousity, moderate calcification, device not inspected prior to use.